Event description:
The clinician reports the implant was inserted 2022-12-08 in ada 9. On 2023-05-15, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.